Manufacturer narrative:
Results: bd received two samples and two photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter found on catheter tip with the incident lot was not observed. However, silicone droplets on the catheter were visualized in the photos originally attached to the complaint, thus verifying this complaint. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. For more details on root cause refer to CAPA # (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the catheter tip of a bd angiocath¿ IV catheter. In addition, it was reported the catheter tip was pale. There was no report of injury or medical intervention.